Event description:
Ca hp 210 lot # e01l09 failed pressure test on 4th use. Two days later ca hp 210 same lot # failed pressure test on 4th use. Two days later ca hp 210 with same lot # failed pressure test on 5th use. Rest of dialyzers with lot # e01l09 pulled. Contacted baxter's renal quality assurance dept customer response program.